Event description:
During the course of phacoemulsification extracapsular cataract extraction, surgeon requested vitrector (cutter) device to perform anterior vitrectomy. He then proceeded tu use a chopper, and then the vitrector again. Following several changes in tubing connections to accommodate requested instrumentation, the vitrector (cutter) was reintroduced into the eye and activated, resulting in a sudden infusion of air into the eye chamber. Follow-up conducted post event demonstrated that the tubing at the distal end of the vitrector handpiece, which was meant to be permanently attached was easily disconnected with minimal force. In addition, both connection ports on the handpiece are of the same diameter, thereby, allowing for cross connection. Also, while one of the tubes is colored blue, there is no corresponding color on the handpiece port to indicate the correct connection. It is surmised that the infusion of air resulted when the tubing intended for the aspiration port was instead placed on the vitrector (cutter) and vice versa, causing the rush of air out through the handpeice.